Event description:
It was reported that a revision was performed due to infection. The surgeon changed out the insert and the femoral head.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please review attached for investigation results. (B)(4).